Event description:
Mask is too shallow and if pt was to cough up secretions they could occlude the trach tube. Hosp feels since the mask is so much smaller now that it occluded the pt's trach and the pt expired unexpectedly.